Event description:
It was reported that the customer experienced a low blood glucose level of 39 mg/dl. Suspected cause was due to the customer¿s settings requiring adjustments. The customer consumed carbohydrates to address the low blood glucose level. Technical support assisted the customer in updating the basal rate settings and advised consulting with a healthcare provider when making such changes.